Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with pacemaker device thought that this device might not be working well and was thinking possibly the crystal component on the new device was not working. Boston scientific technical services (ts) had offered to send product specification sheets regarding the old and new device and to order literature kit for the patient. Ts also discussed how the timing and device worked, confirmed manufacture date, device longevity. Ts explained that this patient's device was one of the newest families of pacemaker device and there were no advisories on it but was not certain if crystal was used in the new device. Additionally, ts encouraged the patient to seek medical attention as the physician knew about the patient's whole medical history and would be better suited to know if the device was not working or if other factors were affecting device functions. All attempts to obtain additional information were unsuccessful. This pacemaker device remains in service. No adverse patient effects were reported.